Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 3 of 6, while the hp was connected. During troubleshooting, nothing was found that could have caused or contributed to the alarm, and nothing unusual was noted with the supplies. The technical service representative (tsr) assisted the hp in cycling the power on the hc to clear the alarm and had the hp disconnect and remove the cassette, although it is unknown how the hp would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.